Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was reproduced. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be out of spec. Further eval determined that the downstream pusher plate gap was too large. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump was constantly alarming a downstream occlusion. It was also reported that there was no pt involvement.